Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department because of weakness and a low heart rate. Chest x-ray was performed and noticed that the lead was dislodged. The patient was brought to the cath lab later in the day where the lead was repositioned. The patient was stable and recovering post procedure.